Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Date of event is estimated.

Event description:
Related manufacturer reference # 1627487-2020-30741, 1627487-2020-30744, 1627487-2020-30747, 1627487-2020-30750, & 1627487-2020-30751. It was reported the patient¿s entire dbs system was removed due to an infection at the lead site.

Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the lead site(s) and the entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the lead(s). Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information indicated the explant took place on (B)(6) 2020.